Manufacturer narrative:
Additional information received and updates made to the following sections: b3. Date of event, h6 ime/annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure the arm was frozen. The procedure was converted to lap aroscopic. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure the arm was frozen. The procedure was converted to lap aroscopic. There was no patient injury.

Manufacturer narrative:
Additional information received, updates made to the following sections: a2, a3, a4, a5a, a5b (age, sex, weight, ethnicity, patient race), b3 (event date), b5 (desc of event), e (initial reporter) and h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Evaluation of the field service notes indicates that the right button of the instrument drive unit (idu) on the aca was released manually to resolve the issue. Evaluation of the device data indicates there were no issues in the reported procedure ID. Evaluation of the arm cart assembly confirmed the reported condition. The root cause for the instrument drive unit being stuck is attributed to the button becoming stuck by being pressed at an angle resulting in the button getting temporarily wedged between the pins and the side of the button housing. Additionally, it was noticed that a lot of dust/wear would increase the likelihood of the button getting stuck. Once the area is cleaned, the chances of it getting stuck are reduced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure the arm was frozen. The procedure was converted to lap aroscopic. There was no patient injury.

Event description:
It was reported that the arm was frozen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.